Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify low battery alarm due to blank display.

Event description:
Customer reported via phone call that battery life of insulin pump was diminished and corrosion inside on battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.